Event description:
It was reported that when the bronchovideoscope was connected to the light processor, the entire screen turns black, displaying no images and the plastic distal end cover was burned. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6, h7, h9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the phenomenon of no image was due to a damaged rigid part of the tip of the charged coupled device unit or a damaged charged coupled device cable in bending tube. Regarding the phenomenon of plastic distal end cover burnt it can be presumed from instructions for use that high-frequency endo therapy accessories, laser cauterization accessories, or argon plasma coagulation accessories were used. There was possible misuse at using above accessories as follows: ·when using high-frequency endo therapy accessories: - a. Distal end of the device was contacted with the mucosa. - b. The tip of the accessory was not protruded out of the sheath till the green marking at the distal tip of the electrosurgical accessory can be observed. - c. Endo therapy accessories were output when the electrode was not contacted with body tissue. ·when cauterizing laser: emitted laser without confirming an appropriate distance between distal end of the device and the tip of the laser probe which was surely observed in the endoscopic image. ·when cauterizing argon plasma: apc probe was not protruded till the black ring on the tip of apc probe was visible in the endoscopic image (more than 10 mm from the distal end). The event can be detected and prevented by following the instructions for use (IFU)which state: - 1. Since inspection prior to use is instructed in the following chapter in IFU, the event 1 can be detected. Operation manual chapter 3 preparation and inspection. - 2. IFU warns as below when using high-frequency endo therapy accessories. - operation manual chapter 4.3using endo therapy accessories ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. - 3. IFU warns as below when cauterizing laser. ¿ to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. - 4. IFU warns as below when cauterizing argon plasma (apc). ¿ make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.